Manufacturer narrative:
The reported issue was resolved by the customer. Repair unknown. No patient information available.

Event description:
The hospital reported the unit would not drive the bellows preventing mechanical ventilation. There was no report of patient injury.